Event description:
The information received from the local distributor are still under confirmation, given that the distributor provided two different versions of the event description. The communication received from the local distributor in spanish indicates: el implante se rompe 28 dias despues de la cirugia la primera vez se opero el (B)(6) y se fractura el (B)(6) segun el medico por una condicion neurogenica del paciente y la tension muscular del mismo. No adverse effects for the pt. The pt was subject to a re-intervention. On may 24, 2012, orthofix (B)(4) received the following information from the same distributor: the wire code 54-1215 broke 35 days after surgery. The pt was operated on (B)(6) 2012. According to the surgeon, this was a condition of the pt and neurogenic muscle tension thereof. Orthofix is trying to clarify the event description. (B)(4).

Manufacturer narrative:
A technical evaluation of the broken devices used was not performed as the devices have not been made available for the investigation. Unfortunately, no information about lot involved is available, therefore, it is not possible to perform any technical investigation. A clinical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-rays have been made available. Considering the event description, two wires broke into treatment of a young pt. According to the surgeon evaluation, the event was due to the neurologic condition of the pt and to the muscular tension. Considering the lack of information provided and the presence of discordant data, it is not possible to conduct any investigation and therefore to draw any conclusion in regards to the complained wire breakage. (B)(4). Orthofix (B)(4) continues monitoring the devices on the market. If further information will be received on the event, orthofix (B)(4) will promptly finalize the investigation.